Event description:
Related to MFR report # 2183959-2012-00710. Related to MFR report # 2183959-2012-00859. It was reported that a monarc sling was implanted on (B)(6) 2005 to treat the plaintiff¿s pelvic organ prolapse and stress urinary incontinence. Plaintiff¿s attorney has alleged that, as a result of having the mesh implanted, the plaintiff experienced mental and physical pain and suffering, has had recurring and increased incontinence, abdominal and lower back pain, has required corrective surgical procedures and has sustained permanent injury. It was also alleged by plaintiff¿s attorney that, the pt has, or in the future will be caused to, suffer personal injuries, pain, emotional distress, and other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.